Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump battery compartment was observed to be cracked. The returned battery cap was able to successfully attach to the pump and the pump powered on appropriately. Unrelated to the battery compartment issue, the bolus button was observed to be missing from the pump. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation completed on (B)(4) 2014.